Event description:
It was reported that the patient was found unresponsive and taken to the emergency room. The patient was hospitalized. During interrogation, several ventricular fibrillation and non-sustained right ventricular oversensensing episodes were noted via remote interrogation from emergency room. Intermittent undersensing was also observed. No intervention was reported.